Event description:
During index procedure the patient had three endeavor sprint rapid exchanged (rx) drug-eluting stents. One endeavor sprint rx stent was deployed at mid rca and two endeavor sprint rx stents were deployed at proximal circumflex. It was reported that the patient suffered a myocardial infarction post index procedure. No other details are available on the event. (Ref MFR # 9612164-2011-01725, 9612164-2011-01726, 9612164-2011-01727).

Manufacturer narrative:
(B)(4) - inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Patient was treated with additional stenting and recovered. Further details are unknown as the patient transferred to another hospital to undergo treatment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.